Event description:
A first - responder attempted to analyze a patient (age unknown) in cardiac arrest however, upon the device power on sequence, the device issued a "unit failed" message and a red "x" was displayed. The first - responder obtained another device and continued to treat the patient. The patient subsequently expired.